Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The drive support disk was inspected and there was no anomaly. The insulin pump was received with normal operating currents, no unexpected off no power alarm and no low battery alarm. The insulin pump communicated properly with the minilink transmitter sensor and glucose sensor simulator. The insulin pump was programmed with multiple basal rates and monitored. The basal rates functioned properly and the low suspend alarm functioned properly. The insulin pump had a cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call low blood glucose, loose drive support cap and hospitalization. Customer's blood glucose level went as low as 8 mg/dl. Customer was treated via insulin drip at the hospital. Customer advised the paramedics arrived three separate times due to low blood glucose levels. Customer advised the drive support cap was flat and loose. Customer advised the device alarmed threshold suspend. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.